Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease /herniated disc pain and radicular pain syndrome (radiculopathies). It was reported that the patient's device didn't work. The patient said during her move years ago the recharger was lost, but before that they could not get the battery to charge. The patient really wanted to use the device for pain management. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device not working was first noticed 6 months after implant. The patient said 6 months after implant the pain came back, the patient moved, and the accessories were misplaced. No further complications were reported.